Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm in 2003. The patient was reported to be very frail. Aneurysm morphology is unknown and it was reported that the patient's left common iliac artery was tortuous and very calcified. The right common iliac artery was moderately tortuous and calcified with stenotic areas present. It was reported that a 16f sheath was advanced up the right iliac artery after dilation with balloons and dilators was performed. The stent delivery system was then advanced through the right iliac artery but failed to reach the aneurysm. The physician attempted to dilate the artery with a balloon but the balloon burst in an area of calcification and caused the iliac artery to rupture. The patient was successfully converted to open surgical repair and the patient is reported to be fine. No additional sequelae were reported.